Event description:
New information received notes that programming changes were made. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardiac monitor exhibited under-sensing. No intervention was performed. Patient status was not reported.

Event description:
New information received notes that the implantable cardiac monitor exhibited a recurrence of under-sensing on (B)(6) 2025.